Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type extension.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the lead and a portion of the remaining extension eroded through the skin. They were removed 3 days prior to report. There was skin erosion. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.